Event description:
It was reported that balloon rupture occurred. The target lesions were located in the anterior tibial artery (ata) and superficial femoral artery (sfa). A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced in the ata and a 6.0mmx40mmx135cm (4f) sterling balloon catheter was placed in sfa for dilations. However, during inflations, the balloons ruptured before reaching the nominal pressure. Both devices were removed and the procedure was completed with another of the same devices. No patient complications were reported and the patient was fine.